Event description:
Beckman coulter contact date: 06/02/2008. A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accu tni results generated by the access 2 immunoassay system for one pt. Customer tested a sample for accu tni and obtained a result of 0.39ng/ml. Upon repeat, this sample gave a result of 0.91ng/ml. The sample was then re-spun and re-tested and gave results in the range of 0.05ng/ml - 0.21ng/ml an accu tni result of 0.10ng/ml was reported out of the lab. There was no death, injury, or change to pt treatment occurred as a result of this event.

Manufacturer narrative:
The sample was collected in greiner li heparin tube and was centrifuged for 3 mins at 7200 rpm. The lab policy is to reject any sample tubes that are not filled to within 10% of the tube's stated volume. All accu tni samples during this time frame were repeated back to the last acceptable qc, qc was run before and during the pt's results and recovered within the customer's acceptable qc range. No errors were posted in the event log. System check in 2008 initially failed and passed upon repeat. System check performed a week later was within specifications. Customer administrative services (cas) discussed pre-analytical sample handling issues and advised to aliquot the sample and re-spin the aliquot. A field service engineer (fse) was dispatched the following day: fse performed the type 1 hardware verification protocol. Fse stated that a major preventive maintenance (pm) was just completed on this instrument and did not see any hardware issues that may have contributed to this event. All verification testing passed within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.